Event description:
Additional info received on 8/20/1997 indicates "erosion - bladder neck." The cuff was removed from the pt and not replaced.

Manufacturer narrative:
Cuff performed within specifications.